Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d334vrg ICD implanted: (B)(6) 2014; 351333 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was unable to hold a charge, was not providing power to the controller, and was depleting faster than expected despite being connected to the battery charger for more than five hours. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. As a result, the reported inability to charge and/or provide power event could not be confirmed. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed that (B)(4) discharged as expected when in use. Further analysis revealed multiple premature power switching events due to momentary disconnections and communication errors. As a result, the reported power consumption issue event could not be confirmed; however, premature power switching events could have been perceived by the patient as the reported power consumption issue. In addition, analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(4), which is indicative of a communication error between the controller and the battery. As a result, the reported communication errors event was confirmed. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation examined momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated the battery also had a communication error.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The reported battery not charging and unable to provide power could not be confirmed; the battery was able to charge and provide power to the controller. Log file analysis revealed that the battery discharged as expected when in use. Analysis of data log files revealed premature power switching due to momentary disconnections and communication errors. As a result, the reported power consumption could not be confirmed; however, the recorded premature power switching events were most likely perceived by the patient as the reported power consumption issue. A possible root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and battery. An internal investigation evaluation momentary disconnections. If information is provided in the future, a supplemental report will be issued.